Event description:
Patient tested on the suspect device with an inr result of 8.0 and a lab result of 5.0 inr. Precision was performed on the device and the result was okay. The device was replaced and requested to be returned for evaluation.